Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced an unspecified fluid leak during treatment. Upon follow up, the patient confirmed that multiple air detected in cassette alarms occurred during drain 1 of 5. After the alarms, the patient discovered fluid on the floor next to the cycler stand and decided to cancel treatment. The patient confirmed that the leak was discovered coming from the cycler set tubing, however, it was unknown which cycler set line was leaking. The patient stated the supply bags, and the supply bag connections were dry, and were in good condition with no issues. Additionally, the patient confirmed that no fluid was found inside of the cycler set door and no fluid came in contact with the cycler. The cause of the leak was unknown. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient confirmed they reset up with new supplies and was able to complete pd treatment without issues on the day of the event. The patient confirmed that the cycler set was discarded and not available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: h6 component code

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced an unspecified fluid leak during treatment. Upon follow up, the patient confirmed that multiple air detected in cassette alarms occurred during drain 1 of 5. After the alarms, the patient discovered fluid on the floor next to the cycler stand and decided to cancel treatment. The patient confirmed that the leak was discovered coming from the cycler set tubing, however, it was unknown which cycler set line was leaking. The patient stated the supply bags, and the supply bag connections were dry, and were in good condition with no issues. Additionally, the patient confirmed that no fluid was found inside of the cycler set door and no fluid came in contact with the cycler. The cause of the leak was unknown. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient confirmed they reset up with new supplies and was able to complete pd treatment without issues on the day of the event. The patient confirmed that the cycler set was discarded and not available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced an unspecified fluid leak during treatment. Upon follow up, the patient confirmed that multiple air detected in cassette alarms occurred during drain 1 of 5. After the alarms, the patient discovered fluid on the floor next to the cycler stand and decided to cancel treatment. The patient confirmed that the leak was discovered coming from the cycler set tubing, however, it was unknown which cycler set line was leaking. The patient stated the supply bags, and the supply bag connections were dry, and were in good condition with no issues. Additionally, the patient confirmed that no fluid was found inside of the cycler set door and no fluid came in contact with the cycler. The cause of the leak was unknown. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient confirmed they reset up with new supplies and was able to complete pd treatment without issues on the day of the event. The patient confirmed that the cycler set was discarded and not available for return to the manufacturer for physical evaluation.